Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill notification occurred. The amount of insulin in the cartridge was unknown. Customer's blood glucose level was 230 mg/dl. The customer added insulin into the cartridge and successfully cleared the notification.